Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit has no helium remaining in the cylinder. Even after replacing the cylinder, even after replacing the cylinder, there was a leaking sound. The symptoms did not improve, so the equipment was replaced with another device in the hospital and the replacement took about 10 to 20 minutes. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed that the o-ring on the cardiosave main unit was damaged. After the replacement of o-ring, the fse performed a leak check and confirmed that there were no problems. The equipment is working well.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit has no helium remaining in the cylinder. A leaking sound can be heard. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : ast corporation saitama sales office